Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the pt was admitted into the hosp in october 2013 for pump stoppages and low flow alarms and ultimately underwent a replacement of the external portion/distal end of his percutaneous lead (ref MFR report #2916596-2013-01511). Since then, it was reported that the pt continued to experience low flow alarms; however, these alarms were not found on interrogation. The pt's system controllers were exchanged. The log file was reviewed and confirmed the reported events. These events appeared to only occur while the pt was connected to the pt cable. The pt was placed on battery power and no further alarms have been reported. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.